Event description:
It was reported that the right ventricular (rv) lead had a drop in r-wave sensing and slowly declined. There were episodes of t-wave oversensing (twos) and a slight increase in percent ventricular pacing indicating undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.